Manufacturer narrative:
The reported unintended movement issue was confirmed during returned device analysis as the clip opened while establishing final arm angle (efaa). A review of the lot history record identified no exception issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. Based on the information reviewed and the return device analysis, the reported complaint appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. The clip was unlocked and reopened, then locked and closed again however failed efaa. The clip was not deployed and the cds removed. Another clip was successfully deployed. A third cds was advanced however during deployment, while performing efaa after the lock line was removed, the clip opened more than 5 degrees. Another clip was then deployed, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.